Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up w/the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. There was no nonconformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I blower mister would not produce mist. A replacement device was used to complete the procedure. The hospital did not report any pt effects.